Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing pm replaced the faulty coiled cable to correct the issue. Subsequently, the stm completed pm service, all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the connector for the coiled cable for the cardiosave intra-aortic balloon pump (iabp) was faulty and would inadvertently become detached from the top of the console. There was no patient involvement; thus, no adverse event reported.